Manufacturer narrative:
This file is related to (B)(4) and captures the needle kink at the handle end. Device evaluation 1 unit of lot c1966437 of echo-1-22 was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2024. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the devices the following observations were made: visual inspection: kink observed below sheath extender. Distal end of needle examined, and no issue observed. Luer lock of syringe examined and observed to be off centre. Functional inspection: sheath extender able to advance and retract without issue, attempted to advance needle handle but unable to. Needle able to advance and retract with slight difficulty after kink manually straightened. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c1966437 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) is registered for the same device. (B)(4) is related to this complaint and captures the syringe conjunction area bent. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the proximal needle kinks within the handle area may be attributed to endoscope being in a flexed or twisted position during the procedure, as noted in the additional information and excessive force applied during needle advancement may have contributed to the proximal needle kink, as observed in the lab evaluation and confirmed by the customer. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause of the proximal needle kinks within the handle area may be attributed to endoscope being in a flexed or twisted position during the procedure, as noted in the additional information and excessive force applied during needle advancement may have contributed to the proximal needle kink, as observed in the lab evaluation and confirmed by the customer. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16-jul-2025.

Manufacturer narrative:
PMA/510(k): k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened package and found out the syringe conjunction area bent seriously which cause leaking issue at the syringe conjunction area during biopsy. (448660) as the syringe issue affected the biopsy, user changed to another one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Handle end 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site.3.5cmx2.5cm 3.5cmx2.5cm what is the endoscope manufacturer and model number that was used with this device? Fuji ultrasound endoscope 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes 8. How many biopsies were obtained with use of this needle? 0 9. Did any section of the device detach inside the patient? No. 10. If not with the device in question, how was the procedure performed and/or finished? With same rpn device.